Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Non-sustained ventricular tachycardia was also noted to be increases since the last device check. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.